Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a male patient underwent a ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via echocardiography. Pericardiocentesis was performed and yielded 300 ml of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. It was noted that the physician was uncertain as to causality. There was no transseptal puncture. There is no sheath information. Generator was set on power control mode at 30 watts with a temperature cut-off of 37°c. There is no information regarding power titration or overall ablation time at the site of injury. Last ablation cycle time at the site of injury was 1 minute. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. There is no information regarding spi value. Smart touch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.